Event description:
During preventive maintenance, the customer's biomed accidentally punctured the atmospheric transducer on the front end board. The customer ordered a replacement front end board which failed upon installation. The unit displayed an "electrical code #53" and a "maintenance code #3" message, and also failed the safety disk leak test.